Manufacturer narrative:
(B)(4). The reported complaint of "unit run on battery power while plugged in ac" was confirmed by the clinical support specialist. The hospital biomed solved the battery alarm issue by replacing the power cord; however, no parts or recorder strips were returned to teleflex chelmsford for evaluation. The actual root cause could not be determined but the reported complaint was most likely caused by a damaged power cord. Device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
The rn has received a patient from the cardiac cath lab and is calling the clinical support specialist (css) about a "battery" alarm. The pump is showing that it is running on battery even though it was plugged in and the cable was connected properly. The patient was being supported as expected, but the rn was concerned since they were probably going to transfer the patient to (B)(6) for a coronary artery bypass graft (CABG). The css instructed the rn to change outlets and confirm the cable was properly connected to the machine. The rn did without success. The rn also attempted to reset the pump with the reset button without success. The css has asked the rn to request another pump be brought to the unit. A new pump arrived and the css talked her through the change and the support was interrupted for less than a minute. The patient remained stable. The new pump was charged and working properly. The css discussed that the pump needed to go to biomed to be checked. There was no reported death or serious injury. No medical/surgical intervention was required. The issue was resolved when the pump was changed out. Patient outcome was supported on the pump.

Manufacturer narrative:
(B)(4).

Event description:
The rn has received a patient from the cardiac cath lab and is calling the clinical support specialist (css) about a "battery" alarm. The pump is showing that it is running on battery even though it was plugged in and the cable was connected properly. The patient was being supported as expected, but the rn was concerned since they were probably going to transfer the patient to atlanta for a coronary artery bypass graft (CABG). The css instructed the rn to change outlets and confirm the cable was properly connected to the machine. The rn did without success. The rn also attempted to reset the pump with the reset button without success. The css has asked the rn to request another pump be brought to the unit. A new pump arrived and the css talked her through the change and the support was interrupted for less than a minute. The patient remained stable. The new pump was charged and working properly. The css discussed that the pump needed to go to biomed to be checked. There was no reported death or serious injury. No medical/surgical intervention was required. The issue was resolved when the pump was changed out. Patient outcome was supported on the pump.